Event description:
It was reported that during a gastric bypass procedure, the device cut, but only stapled partly. This happened at the end of the procedure, so the surgeon finished it manually. There was no adverse pt consequence.

Manufacturer narrative:
Serial # = na.